Manufacturer narrative:
It was reported that the device would suddenly indicate 'no disposable clamp line' after running for some time. The patient went to the hospital where they were able to resolve the malfunction. There was no patient injury reported.

Event description:
(10/10, reference (B)(4) for all attachments and related complaints) regularly, the cadd plus pumps suddenly indicate 'no disposable clamp line' after some running time. Happened with 10 pumps in the past 5 months. Completed complaint form received (B)(6) 2021.